Manufacturer narrative:
(B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the device was drifting. There was no patient involvement.

Manufacturer narrative:
The device was evaluated in the field and the issue was confirmed; there was a loose component. The device was repaired and returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the device was drifting. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported . There was no patient involvement.